Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. Following pre-dilation, a 2.50x38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the guide catheter and it was noted that within the mid segment of the stent, there were struts that were lifted off the catheter shaft. Further pre-dilation was performed and the procedure was completed using another of the same device. No patient complications were reported.